Manufacturer narrative:
A getinge field service engineer (fse) verified power up fail code 10. Isolated cause as shuttle transducer being out of calibration. Fse calibrated transducers, performed functional check and safety test, then returned unit to service.

Event description:
It was reported that prior to use on patient, cardiosave intra-aortic balloon pump (iabp) showed power up fail code 10.